Event description:
It was reported that a sharp drop in remaining battery longevity was observed on the device. Premature battery depletion was alleged as to be the cause of the event. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of premature battery depletion could not be confirmed. The device was received in normal working conditions with battery voltage above elective replacement indicator (eri) level. Session records were stored daily, contributing to a faster and expected battery depletion. Analysis performed indicated normal device functionality. A DHR review was performed to ensure that each manufacturing and inspection operation was performed. The product passed all quality control tests prior to its distribution. A longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.